Event description:
Before implant procedure, the device was found in back- up vvi mode. The device was not implanted and another device was successfully implanted to resolve this event. The patient was stable.

Manufacturer narrative:
Device complaint of pacemaker in backup mode was confirmed. The backup condition of device was verified when received. Product code was downloaded, and analysis was performed. Analysis performed including environmental and mechanical testing of the device indicated that the pacer exhibited normal device characteristics. Analysis on the device image indicated the cause of backup consistent with an anomalous integrated circuit (ic) on the hybrid. Assessment of total projected longevity was performed, and device was found to have appropriate longevity left.